Event description:
It was reported, that the patient had an inappropriate shock. Due to oversensing of noise via a decrease in intrinsic amplitude. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.